Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had 26 burn sites all over her back. One burn was over the ipg site. It was reported, the patient had not charged while sleeping, and had charged the ipg two days prior to the burns appearing. The patient was advised to go to the ER immediately; the patient went to the ER. It was reported, the patient had a neurosurgeon consult and the physicians ruled out the scs system as the cause.